Event description:
Clinical study - apparent tibial laxity/subsidence. No subsequent report or further action required. Update received from clinical - (B)(4) 2013 - confirmation received that patient was revised.

Manufacturer narrative:
Examination of the returned devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.